Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d164vwc is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The time of rrt (recommended replacement time) in save to disk was on (B)(6) 2012 device rrt less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.61 volts between (B)(6) 2012. There were three patient alerts for low battery voltage between (B)(6) 2012. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.